Event description:
It was reported to philips that the system was unable to start up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed that the system could not start up. The fse found that the f23 fuse had blown and the l2 protection switch had been activated. The fse solved the issue by replacing the blown f23 fuse and resetting the l2 protection switch. After the replacement of the fuse and resetting of the protection switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.